Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (20 mg/ml at 4.405 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's pump motor stalled on (B)(6) 2016 and never recovered. The clinical diagnosis was withdrawal symptoms. On (B)(6) 2016, the device manufacturer representatives were consulted to try to restart the pump motor but were not able to. The patient began to undergo withdrawal symptoms and it was deemed necessary to replace pump in order to avoid further withdrawal symptoms and give patient adequate pain control. The pump was explanted and replaced. The patient was observed overnight to watch for overdose or other issue and was discharged home on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The event outcome was noted to be ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Eval code-conclusion no longer applies.

Manufacturer narrative:
Analysis of the pump identified motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Conclusion code updated.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient did not recently have magnetic resonance imaging (MRI). There was no electromagnetic interference (emi) or magnetic interaction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.